Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed self-test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure. Customer was able to successfully clear the alarm and self test also passed. The customer¿s blood glucose level was 147 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is 26-feb-2019.